Event description:
It was reported the "(the)screw was inserted all the way, the tip (of the driver) broke off in the screw and was flush with the screw." The surgery time was reportedly increased more than 10 minutes due to the alleged incident. Additional clinical information was requested numerous times by integra.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.